Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer could not get the insulin pump to suspend by pressing the act button. He had issues clearing the alarms. The insulin pump made a lot of noises. He has a tape allergy. The insulin pump alarmed weak battery when two bars appeared on the screen. The customer works at a warehouse and sweats a lot. Customer's blood glucose level was 207 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. No unexpected weak battery alarm was noted. All operating currents were within specification. The insulin pump passed the self test. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.